Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture, wound infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone breast augmentation revision with two 465cc mentor memorygel breast implants on (B)(6) 2020, suffered methicillin-resistant staphylococcus aureus (mrsa) on (B)(6) 2020, ruptured left breast implant, and a right breast that was three times the normal size, had scar tissue and blood clot. The right arm was hard to lift due to having too much scar tissue. The patient also reported suffering from severe infections due to the ruptured left breast implant, and developing sepsis, pulmonary embolism of the lung and the leg due to the blood poisoning, blood clots in the lung and leg. The patient had to be hospitalized for ten days, beginning (B)(6) 2020. The patient underwent bilateral implant explantation removal, without replacement, on (B)(6) 2021. This medwatch form is for the left breast prosthesis.